Event description:
Emergent removal of intrathoracic balloon catheter secondary to balloon rupture 7 days post cab x 2 and mvr. Pt maintained poor cardiac perfusion requiring an iabp through the chest for which the sternum remained open. Chest closed and balloon removed with pt tolerating the procedure well. Pt expired 8/10/94 not related to incident.